Event description:
The patient experienced a thrombotic event 72 hours post cypher stent implantation. Thrombotic material was evident in both implanted stents. This was treated by ptca from distal to proximal with worldpass (2.5x20mm) deployed at 6.8 atm each for 30 seconds. Dilation was performed four times.